Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown, further described a possibly due to a touch contamination, however, this could not be confirmed. The peritonitis was manifested by fever, chills, abdominal pain and cloudy pd effluent. The patient was not hospitalized at the time of onset. On an unreported ate, the patient began treatment for the peritonitis with vancomycin (1 dose), ceftazidime and ancef (doses, frequencies and routes were not reported). On an unreported date, treatment with ceftazidime was stopped once the culture results came back. It was not reported if treatment with vancomycin and ancef were ongoing. Seventeen days after onset, the patient was admitted to the hospital to undergo surgery for pd catheter replacement. One day later, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving, the patient was recovering from the event and dianeal/extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.